Event description:
It was reported that 24 gem 20dp v/nv 1.2mf dehp free experienced flow issues. The following information was provided by the initial reporter: material no: 2202-0007 batch no: 20105929, unknown user facility reported that they are having a very big issue with occlusion/unable to prime IV set 2202-0007 with 1.2 micron filter. They have a couple of dozen events that they will be sending in. They have sets in which the occlusion has not been removed. In others they have been able to ¿pop¿ the occlusion. They have a few different lots and they said lot (10) 20105929 is ¿really bad.¿

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20105848, d4: medical device expiration date: 2023-10-07, h4: device manufacture date: 2020-10-06, d4: medical device lot #: 20115719, d4: medical device expiration date: 2023-11-04, h4: device manufacture date: 2020-11-04, h6: investigation summary four used samples model 2202-0007 were returned for investigation (2 unknown lot, 1 20105848 and 1 20115719). The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the tubing sets and massaged out. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. Lot 20115719 primed as expected. The other samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 20105848 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 20115719 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20105929. Medical device expiration date: na. Device manufacture date: 2020-10-07. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. . Device manufacture date: unknown.

Event description:
It was reported that 24 gem 20dp v/nv 1.2mf dehp free experienced flow issues. The following information was provided by the initial reporter: material no: 2202-0007 batch no: 20105929, unknown . User facility reported that they are having a very big issue with occlusion/unable to prime IV set 2202-0007 with 1.2 micron filter. They have a couple of dozen events that they will be sending in. They have sets in which the occlusion has not been removed. In others they have been able to ¿pop¿ the occlusion. They have a few different lots and they said lot (10) 20105929 is ¿really bad¿.